Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurement of 1,800 ohms. A lead conductor issue was suspected. Additional information was received indicating that the cause was not determined. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.